Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of large volume folfusors did not flow. The no flow issues were noted during set up prior to use. The devices were filled with unspecified amounts of antibiotics. There was no patient involvement. No additional information is available.